Event description:
It was reported that during the implant procedure, the stylet could not be removed from the lumen of the left ventricular lead. The lead was not used and a new lead was placed successfully. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.